Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed to open due to the faulty latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.